Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected with premature battery depletion (pbd). The physician thought that this device should not hit elective replacement indicator (eri) at this stage. No other adverse patient effects were reported. The device remains in service. Additional information received confirmed that the allegation the physician made regarding other devices was not specific in terms of quantities. No further information can be obtained from the physician to the specific details of the event. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion (pbd). The physician believed the elective replacement indicator (eri) triggered earlier than expected at approximately 5 years and 10 months of service life. The physician requested further information regarding this product line of devices including whether there were any applicable advisories and specifics regarding battery chemistry which were provided by boston scientific technical services (ts). No further information regarding the possible involvement of other devices could be obtained. Information was later received indicating the device was explanted and disposed of by the facility though an exact date was not provided. No additional adverse patient effects were reported.

Event description:
--